Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent (retracted) inside the sensor. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with their sensor. It was reported that the sensor did not emit the green light when connected. It was reported that the sensor had a very short needle. The customer's blood glucose level was reported to be 84.6mg/dl. It was reported that the customer would be receiving a replacement. No further information provided.